Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of stent was damaged with the first stent strut lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a severe kink just distal to the strain relief. This type of damage is consistent with excessive force being applied on the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a bend of greater than equal to 90 degrees was located in the mildly calcified mid proximal right coronary artery. A 2.75x32mm promus element plus drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon manipulation, it was observed that the shaft got kinked. The device was removed and the procedure was completed using another promus element plus stent with a help of buddy wire support. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.